Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment (slda) appears to be due to procedural circumstances. The cause of the reported difficult imaging appears to be due to challenging patient anatomy. The reported recurrent mitral regurgitation was a cascading effect of the slda. Mitral regurgitation (mr) is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, imaging was challenging due to previous surgery. A mitraclip was successfully implanted. The mr was reduced to grade 2 post procedure. On (B)(6) 2026, the clip had single leaflet device attachment(slda) from the posterior leaflet. Recurrent mr of grade 3-4 was reported. There was no clinically significant delay reported.